Manufacturer narrative:
Revision surgery due to cyst on pt's talus. Exchanged sliding core bearing after 11 years of implantation. Device history record shows no anomalies.

Event description:
Pt had star sliding core bearing revised.